Event description:
A user facility reported to olympus their evis exera duodenovideoscope observe the forceps level malfunctioned for an unspecified procedure. Upon inspection and testing of the customer returned device, it was observed residue and the cut distal sheath adhesive cut. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted customer reported failure was confirmed. Forceps malfunction k-pipe found stretched (normal wear and tear). In addition, upon inspection, service repair noted a-rubber was damaged and found residue from a-rubber cut , noted that this due to insufficient reprocessing. Furthermore, service repair during device evaluation, noted the following findings: - insertion part ccd unit -ccd unit cover lens - adhesive - chipped - insertion part -distal end -retaining ring -cracked/brittle, - insertion part -bending rubber glue -chipped, - insertion part-bend rubber--protruding, - introduction part-bend part shortened, - insertion part -insertion hose -scratched, - insertion part - insertion hose anti-kink protection ¿ insertion hose anti-kink protection cut in, - supply hose - scratched, - control part - rope stopper - deflection -- insufficient , - insertion part - biopsy cable guide torn, investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer sent a repair request for forceps malfunction. The issue occurred during an unknown event. There was no patient harm or injury reported. No user injury reported. Device evaluation, service repair during inspection found damaged a-rubber (insertion part) and residue from the cut was observed.